Manufacturer narrative:
The device was received for evaluation. During evaluation, while being tested with a known good battery, when the battery was agitated the device power cycled due to a failing rear case. The rear case requires replacement to address this issue. The device has been serviced within the last 12 months but for an unrelated issue and thus no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.